Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 22 of 26 of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a disconnection between the supply line of the homechoice cassette and the supply bag, which cause this alarm. The nurse removed the supplies and restarted therapy with all new supplies. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.